Manufacturer narrative:
(B)(4). Foreign: (B)(6). Concomitant medical products: unk size 5 stemmed nexgen tibia, cat#:unk, lot#: unk; unk nexgen articular surface 10 mm, cat#:unk, lot#: unk. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product has been discarded. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient was revised seventeen years after right total knee arthroplasty due to femoral loosening.